Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sa6imak sherpa guide catheter was intended to be used during a renal denervation procedure in the ostium of the renal arteries, exhibiting no calcification and no stenosis. There was no damage noted to packaging. No issues removing the device from packaging as per IFU. The device was not inspected. The device was prepped per IFU with no issues. A 6f 25cm 2cm non-medtronic sheath was used. Slight resistance was noted when inserting the sherpa device. The sherpa was inserted over a guide wire but not devices were delivered through the sherpa. No resistance was encountered when advancing the device and no excessive force was used during the delivery. It is reported that the device would not seat at the aorta so the physician decided to remove the device. When removed, it was noted that the tip of the catheter was exposed and the blue sleeve coating was missing. The device did not retain its shape. This occurred after the first attempt to use the device. It is stated that the guide catheter was inside the patient for two minutes. The outside of the guide catheter was not wiped at any stage. The sherpa device was not re-sterilized. Aspiration was not performed in the procedure. No further patient injury is reported. It is stated that no fragments of the sherpa device remain in the patient. The catheter did not get into the renal arteries, it was only in the aorta before it was removed. A sa6rdnd1k sherpa device was also used in the procedure. There is no alleged issue/malfunction being reported for this device.

Manufacturer narrative:
Image review: the photo provided by customer is consistent with returned sample, degradation/disintegration of 35d pebax distal segment. Product analysis: distal end opposing sides shows degradation/disintegration of 35d pebax distal segment. 2/3 of the segment is missing exposing the braid wire. Tip and sleeve are intact. Shaft and inner lumen is intact. Flakes of material easily came off and were smeared on paper towel. The material is soft. The material closer to the tip sleeve is firmer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.